Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to a leakage occurred in the ccd module. In addition, we confirmed that the insertion flexible tube (ift) was buckled, the control body leakage, the electrical connector broken and the u/d & r/l pulley wire ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.